Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by (B)(4) 2011.

Event description:
The customer reported that x-ray are leaking from the collimator.